Manufacturer narrative:
Correction section d8/d9: device returned to manufacturer? No. Part was not evaluated due to instrument service center (isc) not receiving part. Part lost in transit, therefore no further investigation needed.

Event description:
A customer reported 4451 b/f probe 2 home detection failure and controller error messages on the aia-2000 analyzer. The customer performed a version up and the issue remains. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp) and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. Fse reproduced the error by performing a prime on the b/f wash and observed the b/f probe 2 was not moving during priming. Fse replaced the cable-2 bf probe pulse mtr (motor) and also performed a daily check, calibration and quality control (qc) with results within specifications. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10607012. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4451] b/f probe 2 home detection failure cause : the home sensor failed to activate after b/f probe 2 moved toward the home position. The measuring operation is suspended. Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to a faulty cable-2 bf probe pulse mtr (motor).